Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the surgeon was attempting to fire a mcl20 instrument across the vessel, and three clips fired at one time. Surgeon continued to use the device and found that the clips were not being formed properly. At this point the clips were removed and the operation was completed using sutures to occlude the vessels.